Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9202-33h serial/batch number 4461448 was received for investigation. Visual evaluation found the instrument has corrosion inside the cutting edges. The most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.

Event description:
On 10/12/2022, it was reported by a sales representative via sems that a ar-9202-33h reamer is beginning to rust. This occurred during an unspecified time, with no patient effect reported.